Event description:
During an esophagogastroduodenoscopy (egd), a cook instinct endoscopic hemoclip was used. The physician had no trouble closing the clip onto the tissue site but the clip would not release from the deployment device. After repeated attempts, the clip did deploy onto the tissue site. The same thing happened during two separate procedures involving different patients. See mdrs 1037905-2013-00174 and 1037905-2013-00175. The doctor refused to complete the procedure with cook instinct endoscopic hemoclips and went back to using another MFR's clip to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w3241184, manufacture date 01/23/2013, expiration date, 01/23/2016; w3239992, manufacture date 01/16/2013, expiration date, 01/16/2016. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for two potential lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of two potential device history records confirmed that both lots met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.